Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the closure device was implanted successfully in the laa of the patient. It was noted on angiogram after this that the patient had a pericardial effusion. The physician performed a pericardial drainage after which the patient was stable. The patient was fine and there was no other issues that were reported.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the closure device was implanted successfully in the laa of the patient. It was noted on angiogram after this that the patient had a pericardial effusion. The physician performed a pericardial drainage after which the patient was stable. The patient was fine and there was no other issues that were reported. It was further reported that the pericardial effusion was noted after the device had been deployed. Then the pericardial drainage was performed. When the patient was stable the closure device was released and implanted in the patient. The patient is doing well and has been discharged.